Event description:
The customer received failing results for qc material and discrepant results for patient samples for multiple assays. Of the data provided, the intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for three patient sample were a reportable malfunction. Patient one initial result was 331.8 miu/ml and the repeat result on another e411 analyzer was 1474 miu/ml. Patient two initial result was 0.764 miu/ml and the repeat result on another e411 analyzer was <0.5 miu/ml. Patient three initial result was 1.35 miu/ml and the repeat result on another e411 analyzer was <0.5 miu/ml. All of the initial results were reported outside the lab. The repeat results were believed to be correct. The customer did not know if any patients were adversely affected. The hcg+ss reagent lot number was 17111501 with an expiration date of 06/30/2014. The field service representative determined there was a fluidics failure and the pinch valve tubing had a hole in it. He replaced the pinch valve tubing. The customer ran calibration and qc. The field service representative ran performance testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.